Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. There were 2 reader issues reported in this case (serial numbers unknown) and they have been captured under this submission. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported "the continous glucose monitor for the freestyle libre 2 failed to track and warn of dangerously low blood sugar issues over a 12 hour span. A previous cgm failed entirely, while a thrid had several hour spans that failed to track and alarm when boold sugar became dangerous". The was no further information to indicate that there was an adverse event due to the reported issues as there was no further information provided. Based on the information provided, there was no report of serious injury associated with this event.